Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation signal on the right ventricular (rv) channel. The oversensing led to pacing inhibition but no periods of asystole greater than two seconds in duration were observed. Additionally, a mode switch for high out of range rv pacing impedances was recorded. The minute ventilation sensor was programmed off. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.